Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. The customer's blood glucose level was 92 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.